Manufacturer narrative:
Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins and lead were removed due the patient getting an infection. Additional information was received by a manufacture representative (rep). The information does not pertain to the event description, but was processed and added to the file.